Event description:
The device was returned for service. During service by baxter, a broken door #1 was found. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
The facility representative reported "#1 pump is making noise" during bio-med testing.evaluation summary: the pump was evaluated by a baxter service technician. The reported condition of a noisy pump #1 was confirmed, caused by a broken door #1. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.